Event description:
It was reported that the patient experienced unexplained leg pain. The patient underwent an explant procedure where the spinal cord stimulation (scs) system was removed. Post operatively, the patient was doing well. The explanted devices will not be returned as they were disposed by the hospital.

Manufacturer narrative:
Additional suspect medical device component(s) involved in the event: model number/catalog number: sc-2352-50 serial number: (B)(6). Batch/lot number: 7082940 model/catalog description: linear 3-4 lead 50 cm unique identifier (UDI): (B)(4). Model number/catalog number: sc-2352-50 serial number: (B)(6). Batch/lot number: 7079641 model/catalog description: linear 3-4 lead 50 cm unique identifier (UDI): (B)(4).